Manufacturer narrative:
Results: there was no visible damage to the exterior of the ruby coil detachment handle (handle). The pull tube of a ruby coil and bent pusher wire were found inside the returned handle. Conclusions: evaluation of the returned handle revealed a pusher assembly pull tube inside the handle and a piece of broken pusher stuck in the nose cone. This piece of fractured pusher assembly prevented the test fixture pull wire from being inserted into the handle, and likely prevented the ruby coil pusher assembly from being fully inserted into the handle during the procedure. If the pusher wire cannot be fully inserted into the handle, the actuation of the handle will be unable to grip the pull tube and, therefore, unable to effectively detach the embolization coil. The pusher assembly fragments were not mentioned in the complaint but are the likely root cause for the inability to detach the ruby coil in question. The root cause of the fragments becoming stuck in the handle may have been due to forceful manipulation when removing the previously detached coil from the handle. After removing the pusher assembly fragments, the handle functioned as intended. Penumbra handles are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00051.

Event description:
The patient was undergoing a coil embolization procedure in a branch vessel off the portal vein using ruby coils and ruby coil detachment handles (handles). During the procedure, the physician deployed and detached two ruby coils in the target vessel using a handle. After detaching the second ruby coil, the physician noted that the handle did not feel or sound as response as it normally does. The physician then advanced a new ruby coil in the target vessel and attempted to detach it using the handle; however, the ruby coil failed to detach and was subsequently manually detached. The procedure was completed using a new handle and additional ruby coils. There was no report of an adverse effect to the patient.